Event description:
Device issue: none. Adverse event: restenosis. Onset of adverse event: post procedure. Upgraded case description: it was reported via a trial that on (B) (6) 2008, the patient underwent direct stenting of the mid right coronary artery (rca) with a 3.5 x 18 mm xience v stent. On (B) (6) 2009, the patient experienced exertional chest discomfort. The patient was admitted to the hospital on (B) (6) 2009, and diagnostic coronary angiogram revealed proximal edge stent stenosis. The patient underwent percutaneous coronary intervention and stent implantation to the rca on (B) (6) 2009. The patient was discharged the following day. Though requested, there is no additional information available.

Manufacturer narrative:
(B) (4). It is unknown how direct stenting the lesion may be related to the reported patient effects, however, it should be noted that the IFU, states to pre-dilate the lesion with a ptca catheter prior to stenting. The effects of angina and restenosis, as listed in the IFU, are known potential adverse events associated with coronary stenting procedures. The angina was likely a secondary effect of the restenosis, which resulted in further hospitalization and additional treatment of pci/stent placement. A review of the product lot history record did not reveal any nonconformities associated with this lot.